Manufacturer narrative:
Info provided to our distributor, (B)(4), was that there were no indications of malfunctioning of the device. There is not enough info at this time to determine how the air got into the set. (B)(4) released an air detector in february 2003, (B)(4), which will pinch off the tubing when it's controller has detected air has entered the gas vent/filter assembly. While smiths medical asd, inc., considers the device safe, as long as the instructions for use are followed; we implemented the air detector to make it even safer. (B)(4) has not received any other reports on this device lot number and review of the mfg records had no problems noted during manufacture.

Event description:
User alleged that there was air in the system. Accident victim received a concentrate of erythrocytes. They made a computer tomography after the 10th bag and found air bubbles. No injury to pt. The disposable was scrapped and a safety check was made routinely by the hospital with no problems noted. (B)(4).